Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed valproic acid result was multiple instrument maintenance issues. A siemens healthcare diagnostics inc. Field service engineer (fse) was dispatched to the account. The fse performed appropriate repairs. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely depressed valproic acid result was obtained on a patient sample. The result was not reported to the physician. The sample was repeated and a higher result was obtained and reported. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed valproic acid result.